Manufacturer narrative:
The procedure was coil embolization for endoleak of the abdominal stent grafting in a male patient of unknown age. The vessel was not calcified and moderately tortuous. When the rapid transit microcatheter 601-251 was advanced in the 5f/65cm angiographic catheter (hirata), the microcatheter was separated at the distal floppy part. It was reported that the one way stopcock (detail such as its manufacturer was unknown) used could have caused the separation of the distal section. The separated catheter was successfully removed with the angiographic catheter as a unit. The procedure was completed using other new microcatheter. There was no injury to the patient. Additionally it was reported that the product was stored and prep per labeling instructions. During prep, the product was not damaged. The microcatheter was not placed in between the stent mesh. No other damages were noticed on the microcatheter. No further information was available. A non-sterile microcatheter rapid transit was received coiled inside a plastic bag. The product was found separated in two sections. No other damages were found over the first part. In the second part of the microcatheter were found compressed sections. The ID of microcatheter was measured and was found within specification according to document es00575 rev 29. The microcatheter was inspected under microscope and compress sections were confirmed. The cause of the compress sections do not appear to be related to the manufacturing process and are likely due to procedural use or post procedural handling. Inspections are in place to prevent these kinds of damages leaving from the facility. The point of separation between the two parts was inspected under microscope and there was evidence of the braid wire was cut with a mechanical tool such as cut tweezers. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15004974 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as "separated in patient" was confirmed. According to the microscope analysis, the cause of the separation appears to be due to a mechanical tool and as reported, the device was used with a one way stopcock which may have caused the separation. The instructions for use outlines insertion of the microcatheter through a haemostatic side arm adaptor. Procedural factors appear to have contributed to the microcatheter separation; there is no indication that it is related the manufacturing issues. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was coil embolization for endoleak of the abdominal stent grafting. The vessel was not calcified and moderately tortuous. When the microcatheter 601-251 (complaint product) was advanced in the 5f/65cm angiographic catheter (hirata), the microcatheter was separated at the distal floppy part. The separated catheter was successfully removed with the angiographic catheter as a unit. The procedure was completed using other new microcatheter. Additionally it was reported that the product was stored and prepped per labeling instructions. During prep, the product was not damaged. It was reported that the one way stopcock (details such as its manufacturer was unknown) used could have caused the separation the distal portion/section. The microcatheter was not placed in between the stent mesh. No other damages were noticed on the microcatheter. All the pieces will be returned for analysis. No further information was available.